Manufacturer narrative:
Pending evaluation concomitant device(s): 310-01-47, equinoxe, humeral head short, 47mm (beta), 300-50-15, 1.5mm short rep plate, 300-20-02, equinox square torque define screw drive kit.

Event description:
As reported, this (B)(6) male ltsa was revised due to pain. Revised from primary to a reverse. Patient was last known to be in stable condition following the event. Device will not returned due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.